Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, when the doctor went to put the lens in the patient eye, she saw that the haptic had been amputated, stuck to the lens and was stuck in the injector. The procedure was completed on the same day using replacement lens. There was no patient contact and no patient harm. Additional information has been requested.

Manufacturer narrative:
Correction information was provided in h.6 and h.11. Correction: FDA product code a040604 was removed. Additional information was provided in h.3.,h.6 and h.11. The product was not returned for analysis. Only photo was returned. Reported complaint was observed on the returned photo. First provided photo shows an intra ocular lens (iol) against unknown background, loose and not in the device. The lens is posterior surface up. One haptic is broken and appears to be under the optic. Second provided photo shows an iol against unknown background, loose and not in the device. The lens is anterior surface up. One haptic is broken and appears on top of the optic. We are unable to determine the root cause for the reported complaint haptic was amputated, stuck to the lens and was stuck in the injector. The product was not returned for analysis. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Broken haptics may occur: due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic viscosurgical devices (ovds) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause delivery issues and or damage. If the operating room temperature is too high (greater than 23 degrees centigrade / 73 degrees fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).